Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with premature depletion. A replacement procedure is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Furthermore, the device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.